Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report discordant, lower than expected intact pth (ipth) results were obtained when samples from two different patients were tested using vitros ipth ii lot 0050 on a vitros xt 7600 integrated system. The results were discordant when compared to non-vitros diasorin ipth results for the same patient samples. Patient 8, vitros ipth ii result of 69.75 pg/ml (within the ri) versus a diasorin ipth result of 135 pg/ml (above the ri) patient 26, vitros ipth ii result of 6 pg/ml (below the ri) versus a diasorin ipth result of 14 pg/ml (within the ri) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant, lower than expected vitros ipth2 results were obtained when vitros ipth2 validation testing was being performed as part of a menu expansion and the results were not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report is number two of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that discordant, lower than expected intact pth (ipth) results were obtained when samples from two different patients were tested using vitros ipth ii lot 0050 on a vitros xt 7600 integrated system. The results were discordant when compared to non-vitros diasorin ipth results for the same patient samples. A definitive assignable cause could not be determined. The variability observed between the vitros ipth2 and diasorin ipth assays is not an unexpected outcome, given the lack of standardization across ipth measurement methods. Differences in assay design, antibody selection, and various circulating fragments contribute to the well-documented inter-method discrepancies in pth measurement. There was limited qc data to evaluate vitros ipth2 lot 0050 reagent performance, therefore a vitros ipth2 lot 0050 reagent issue cannot be ruled out as a contributor to the event. However, the limited qc results did demonstrate acceptable performance of vitros ipth2 lot 0050 and ongoing tracking and trending did not identify any signals to suggest there is a systemic quality issue with vitros ipth2 lot 0050. An instrument issue cannot be completely ruled out as contributing to the event as no precision testing was performed on the instrument. However, there is no evidence or any suggestion from the customer that the instrument was not performing as intended and vitros ipth2 results from qc testing for the short time period reviewed demonstrated acceptable instrument performance. The patient samples were tested at the customer site on the vitros xt 7600 integrated system, then sent frozen to an alternate site for diasorin ipth testing. It is possible a patient sample handling issue contributed to the event, however, this could not be confirmed.